Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and creases fold leak test and microscopic analysis was performed which identified: striated broken on anterior, striated broken on plug strap, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on anterior and plug strap assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV . The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV . The device has been explanted.